Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, at 11:00am, the patient watching a church service on the computer when they fell asleep. At 1:00pm, the patient wife tried to wake him but he was not responding. The patient's wife stated he was in a "coma" so she called an ambulance. When paramedics arrived, they provided the patient a shot (contents unknown). During this time the bg was 40 mg/dl and the cgm was 70 mg/dl. The patient regained consciousness a few seconds after the shot and was transported to the hospital. At the hospital, they provided the patient with oranges and apple juice and checked the patient's bg and it was 42 mg/dl. The patient was monitored at the hospital to rule out for a stroke and discharged the same day at 7:00pm. At the time of the report, the patient as in normal condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.